Event description:
The customer reported that the device was infusing on a patient. There was no battery low alert during this event. The device started to screech and the pump then shut off. The medication involved is unknown, but it was not a critical drip. It is unknown how many battery discharges below alarm threshold occurred on this device, but the battery discharge would not reset. The device was plugged in at the time of the event. Pump programming of the device at the time of the failure is unknown. The hospital representative stated that there have been no rports of any patient incident involving this pump since the last baxter service event. No additional information is available.